Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the 6 months after the implant, patient noticed that when she was more active, she would suffer from burning in her pocket site for the ins. This occurred usually about once a week. It was reported that increased activity caused pain at ins site. Patient charger was had great coupling with all 8 bars today. Impedance check showed all readings to be within normal limits. Patient reported receiving good stimulation coverage and reports her pain was being well controlled with it too. It was recommended to that patient to use an ice therapy over her pocket when her pain and burning took place. The healthcare provider and manufacturer's representative discussed this and felt it was pocket soreness or nerve irritation from the pocket that gets worse with increased activity. The last option after activity modification, ice, anti-inflammatory and topical creamer would be a pocket revision. Patient is to try conservative approaches and get back to rep in 2 weeks. Issue has not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the burning at the ins pocket was that the patient had discomfort with moderate to intense activity. The patient¿s physician gave the patient some topical solutions to help with the issue. The issue was being managed conservatively.